Event description:
This case was initially received via regulatory authority (B)(4) on 20-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhages / spontaneous hemorrhage"), pelvic pain ("frequent pains / horrible pains"), hormone level abnormal ("essure triggered her hormones"), weight increased ("weight gain") and blindness ("she has lost vision") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), blindness (seriousness criterion medically significant), renal pain ("kidney pain every day"), adnexa uteri pain ("ovarian pain"), musculoskeletal disorder ("her legs were almost immobilized (especially the right leg)"), abdominal distension ("belly swelling in an extreme form"), feeling abnormal ("she feels "fatal" every day"), memory impairment ("her memory is "fatal"") and alopecia ("she has lost three quarters of her hair"). The patient was treated with surgery (essure removal), surgery (thyroid surgery) and surgery (gastric bypass). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, hormone level abnormal, weight increased, blindness, renal pain, adnexa uteri pain, musculoskeletal disorder, abdominal distension, feeling abnormal, memory impairment and alopecia outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, blindness, feeling abnormal, genital haemorrhage, hormone level abnormal, memory impairment, musculoskeletal disorder, pelvic pain, renal pain and weight increased to be related to essure. The reporter commented: before essure implantation, she did not have the allergy tests. After essure removal her life quality has improved. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-apr-2018 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 945 cases. Pelvic pain. The analysis in the global safety database revealed 10,986 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.